Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare / kendall that a customer had a problem with a 3d brief. The customer stated that they had a resident who received 12 stitches to his scrotum while wearing a 3d brief.